Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer took fast acting insulin by accident and went to the hospital. Customer was unable to self treat and had contact with a healthcare professional who monitored food intake, provided protein and carbohydrates as treatment. No further information was provided.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer took fast acting insulin by accident and went to the hospital. Customer was unable to self treat and had contact with a healthcare professional who monitored food intake, provided protein and carbohydrates as treatment. No further information was provided.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Sensor tail was not properly inserted. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.